Manufacturer narrative:
Additional information: d9, h3, h6, h10: the device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. Flow rate testing was performed, and the flow rate of the device was found to be within specification. A review of the event history log revealed that a multi-step infusion was programmed on the reported date and ran as intended. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump experienced a programming issue during rituximab therapy. The drug was pre-programmed but defaulted to a lower rate. The pump reverted to the first step of a multi-step infusion. This occurred in the oncology department. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.